Event description:
It was reported that the buretrol tubing set leaked from the top in the infusion center. The customer later reported that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the buretrol tubing set leaked from the top.